Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, the surgeon noted that on coag, approximately 3 sparks were observed from the wire on the plasmablade device. There was no unintended tissue damage or injury to the patient.